Event description:
The following was reported by health (B)(6): (B)(6) 2007 - pt had a bard flat mesh implanted. The first year and a half post operatively the pt had sharp pain when sitting down. The pt alleges post-surgical complaints of pain and swelling. On (B)(6) 2011 - pt was diagnosed from a surgeon with another hernia. The mesh remains implanted.

Manufacturer narrative:
We have contacted the initial reporter to request additional info. This MDR includes all pt, event and device info davol has received to date. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. Although medical records have not been provided, it is alleged the pt developed a recurrence. Recurrence is a known adverse event listed in the product's instructions for use. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, the mesh remains implanted. With the currently available info, no conclusion can be drawn.